Event description:
A report received from the (B)(6) stated the device is experiencing a bent neuro-tip issue and is being returned for service. It si unk if the event occurred during surgery. It is unk if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).